Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the surgeon was performing an autograft acl reconstruction. After putting in the tibial screw, the surgeon opted to backup the graft by dunking the sutures into a swivelock in the tibia. After drilling a 4.5mm hole in the tibia, the surgeon tapped the hole with a green handled tap for 4.75 swivelocks. The first swivelock did not advance into the bone, instead the green sheath on the inserter ballooned over the top of the anchor. After this, the surgeon again took the drill, dilated the hole, and tapped again. This time the swivelock inserted about half way and then stopped, then again the green sheath ballooned over the anchor. To successfully complete the procedure, the surgeon drilled with a 5mm drill and inserted another swivelock.